Manufacturer narrative:
(B)(4). It was reported that the device failed to power up. The device was evaluated by a philips field service engineer and the failure was verified. The symptom was noted as no display. The battery was replaced to resolve the issue. We are considering this a malfunction of the battery.

Event description:
It was reported that the device failed to power up.